Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. The photodynamic diagnosis (pdd) function is not available (without the error message). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during preparation for a procedure, the photodynamic diagnosis (pdd) function on the hd autoclavable camera head was unavailable. There was no error code message. There were no reports of patient harm associated with this event.

Manufacturer narrative:
To date, the subject device referenced in this report has not been returned for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.